Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that the screen went completely blank and there was no alarm. Customer had to reset the time and date. Troubleshooting was performed. Customer inserted a new battery and the display returned. Customer will be shipped a replacement battery cap as a courtesy. Customer also had a weak battery alarm. It was explained that the pump will function but the battery life will be shorter than expected. It was explained that a weak battery alarm will occur prior to a failed battery test or low battery alert. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.